Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that representative was checking out the system for the issue they had with the system power being lost and the system shutting down. The rep also checked out the axiem functionality because the site was having an axiem case. Bob is assumed to mean break out box.

Manufacturer narrative:
H3:the em interface was returned to the manufacturer for analysis. The em interface was tested and found to have an intermittent communication issue. Upon further inspection, the cable assembly into the housing was twisted tight and caused a intermittent open in one of the wires. The hardware investigation found that the reported event was related to a hardware issue. H6: fdm 10, fdr 120, fdc 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information. Ime and imf codes have been added. H2: correction - the lot number of product ID: 9735825 is 603000291. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735825, lot #: unknown, ubd: unknown, UDI #: unknown. A medtronic representative visited the site to evaluate the equipment. The axiem breakout box was replaced. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while assessing the system for a separate issue, the local representative (cs) wanted to test the em components and noted the "bob" tried to initialize, but said "localizer faulted" and the entire emitter was off. This was reported outside of a procedure. To troubleshoot, technical services (ts) had the cs disconnect the emitter and bob and reboot the system. Lemo connectors were checked for damaged pins, and none were detected. Once rebooted, bob connected and had the same result. Ts had the cs test the system with a known working bob, and the system initialized and connected, and the emitter connected, as well. It was noted that the likely cause was a faulty bob/em interface. There was no patient involved. There was no reported delay.